Event description:
It was reported that the physician's programming system was not working and needed to be replaced. No further information was provided at the time of initial report. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Information available to date shows that the event reported on this MDR is a duplicate to the event reported on MFR report #1644487-2013-03270.